Manufacturer narrative:
Device evaluation: a correlation between the device and the reported infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The date of event was approximated. It was reported that the infection had worsened on (B)(6) 2018. Reference MFR report #2916596-2019-00944 for the initial report of the driveline infection. Approximate age of device ¿ 2 years and 8 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that in (B)(6) 2018 the infection had worsened. It was decided to admit the patient for incision and drainage with driveline relocation. The patient was also placed on wound vac. The patient reportedly did well for 2 months.